Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different meters: within 10 minutes: 141 mg/dl (compact) and 291 mg/dl (nano). Also within 10 minutes: 141 mg/dl (compact) and 292 mg/dl (nano). No adverse event reported. Requested return of suspect devices and replacement was sent.